Manufacturer narrative:
B3: day of event unknown. H3: one device was received. A review of the event history log found evidence of the customer reported error. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The root cause was found to be an anomaly in the software. The software was reinstalled. The device passed all functional tests with no problem after the repair was completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device displayed lec1340. There was no patient involvement and no patient harm/adverse event reported.